Event description:
A malfunction with code 12 was reported by the customer, who confirmed no notable events occurred prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Upon receiving pump reset information from technical support, the customer successfully reset the pump and did not encounter the same malfunction again. The customer was advised to continue using the pump and to report any recurring issues.